Event description:
2 customers share the use of one meter. The calibration rate was resulting in erroneous readings for both individuals and subsequent mis-dosing. Customer 2: customer felt light-headed and unable to focus vision, fs reading of 286 mg/dl was obtained three days later, customer went to dr. A lab test indicated 121 compared to a fs test of 261. Correction of the code eliminated erroneous readings.

Event description:
2 customers share the use of one meter. The calibration code was not properly set on the meter resulting in erroneous readings for both individuals and subsequent mis-dosing. Customer 1: fingerstick results with high readings resulted in self administered increase of glucophage and insulin. Customer experienced deterioration in vision and visited dr. A reduction in medication was recommended by dr. Customer 2: customer felt light-headed and unable to focus vision. Fingerstick reading of 286mg/dl was obtained. Three days later, customer went to doctor. A lab test indicated 121 compared to a fingerstick test of 261. Correction of the code eliminated erroneous readings.